Event description:
On (B)(6) 2011, the vns patient's mother reported that the patient had the device recently implanted on (B)(6) 2011 and that since then the patient has been having very bad headaches. The mother stated that the headaches were so bad that the patient was in the emergency room all night and was administered 5 different medications to get relief. The mother said that the patient's headaches are occurring at the bridge between the neck and the head. The mother also reported that per their request, the patient's device was turned on to an output of 0.25ma on the day of surgery despite the manufacturer's recommendation that the device be left disabled for two weeks after surgery. According to the patient's mother, the pain is continuous and she was not sure if it is occurring with stimulation. The physician later reported that the patient has not seen him for evaluation of the headaches and that he has not seen the patient since the implanting surgery. He also stated that he does not believe that the headaches are related to vns. However, he did not provide any information on whether or not the headaches could be related to the vns surgery itself and the anesthesia administered. The physician did not know if the headaches are associated with stimulation and did not know if any interventions were taken. Whether any causal or contributory programming or medication changes preceded the onset of the headaches was also unknown by the physician.